Event description:
Patient called in to report service required error code r204b (hvm inrush limit circuit test failure).there was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. The returned therapy cable failed inspection. Kestra engineering evaluated the returned therapy cable and observed animal bite damage to the cable leading to the reported issue. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system.".